Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to coulomb counter not being reset. If the coulomb counter is not reset after replacing the battery the device will still recognize a low battery. The coulomb counter was reset to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.